Event description:
Medtronic rec'd info that following implant of this bioprosthetic aortic valve, moderate central aortic insufficiency was noted by tee. This observation was made while coming off bypass, with the heart fully loaded and ejecting. The aorta was reopened, and the valve appeared to have one leaflet that was restricted in movement, when tested with saline and moist q-tips. The valve was subsequently explanted and replaced without reported complication.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusions: no definitive conclusions can be drawn regarding the performance of the device as analysis has not been completed. Analysis: the device history record for this product was reviewed, and the device was found to meet manufacturing specifications when released for distribution. The product has been returned to medtronic for analysis. As of the date of this report, the analysis has not been completed. Upon completion of the analysis, a follow up report will be submitted. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of this device, as product analysis has not been completed. Upon completion of the investigation, a follow up report will be provided to FDA.